Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacing of inspiratory pipe solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Te11 indicating that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The inspiratory pipe comprises: housing for the o2sensor as well as housing and locking lever for the o2 cell with its bacteria filter; housing for the safety valve and connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory pipe.

Event description:
Manufacturer's ref. #: (B)(4).